Event description:
It was reported that pt was unstable in flexion. Needed more constrained insert and thicker poly.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.